Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device reached end of life (eol) after being implanted for 5 and half years. Nominal longevity for this device model is estimated at 6 and a half years. The device was explanted and replaced with no additional adverse patient effects reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.